Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted. The t:slim pump user guide recommends for use with novolog up to 48 hours, customer changes cartridge about every four days.

Event description:
It was reported that customer received multiple occlusion alarms. Reportedly, the customer usually changes cartridge about every four days. The customer's blood glucose level was not known at the time of event.